Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a motor error alarm on the insulin pump. The alarm occurred during bolus and basal. The customer was able to rewind the insulin pump successfully. The customer stated that there was a piece missing from the reservoir compartment. They did not know how the damage occurred. The customer also reported that they had been experiencing high blood glucose for about a month. The meter was not able to read their blood glucose; therefore, the blood glucose levels were over 600 mg/dl. They did not mention how they treated their high blood glucose. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.